Event description:
After receiving treatment to alter patellar (kneecap) positioning, pt experienced skin irritation when anchor fix underwrap (adhesive fabric tape) was removed. According to the physical therapist, there was minor red irritation with small bumps. According to the physical therapist, this isn't far from an ordinary reaction to adhesive fabric taping. Pt had left anchor fix on for 2 days before removal.